Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery packs need to be replaced. Batteries to be replaced by third party service organization. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800 displayed a pre-charge error during a procedure. There was no adverse pt involvement reported. There was no pt info reported.